Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During procedure, a third degree av block occurred while ace was in the left ventricle, accompanied by hemodynamic collapse, requiring cardiopulmonary resuscitation. During a mitral valve intervention using a pascal precision ace implant system, the patient experienced a sudden third degree atrioventricular block while the ace catheter was positioned in the left ventricle. The event was associated with hemodynamic collapse. Initial management included external stimulation via a defibrillator. During the procedure, a pacing lead was advanced via the jugular vein for connection to an external pacemaker. The patient was stabilized in the intensive care unit. The pacing lead was subsequently removed in the monitoring unit, and the patient no longer required pacing. The implant was successfully delivered and was reported to be functioning as intended, with no evidence of device malfunction or movement associated with the event. The final outcome of the patient was stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.